Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/14/2020. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: a manufacturing record evaluation was performed for the finished device batch qabjrp, dnx12 and no non-conformities were identified. Batch: qabjrp, manf date: 1/31/2020, and exp. Date - 12/31/2021. A manufacturing record evaluation was performed for the finished device lot number qabaps,dnx12 and no non-conformities related to the reported complaint condition were identified. Batch: qabaps, manf date: 1/7/2020, and exp. Date - 12/31/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(4). The actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch qabjrp, batch qabaps. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. -the patient demographic info: age, gender, weight, bmi at the time of index procedure -date of the index surgical procedure? -the diagnosis and indication for the index surgical procedure? -what was the onset date of necrosis following the index surgery? -did the patient experience an infection? -if yes, were cultures performed? Results? -date the debridement and reapproximation were performed? -what was the appearance of the monocryl suture during the second procedure? -where and how was the dermabond device used (what layer of tissue and how many layers applied)? -was a dressing applied over the dermabond? If yes, please describe, including brand name -how many days post-op was the dressing in place? -what was the frequency of dressing changes? -has the patient had prior exposure to dermabond, prineo or skin adhesives? -lot number of dermabond used -other relevant patient history / concomitant medications? -if applicable, will product be returned? -what is the patient¿s current status? Note: event related to suture reported via mw# 2210968-2020-07093. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a hip procedure on an unknown date and topical skin adhesive was used. It was reported that suture was used on cuticular layer and topical skin adhesive was used with aquacell dressing. Six weeks post-op, the patient had necrotic tissue along the suture line. The patient underwent debridement and re-approximation with nylon suture. There was no report of infection. Additional information has been requested.